Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
(B)(4). Reason for original complaint ¿ asr xl system with zimmer cup. Unknown if the asr components have been revised. We have been informed by (B)(6) that the asr acetabular cup has been placed inside a zimmer cup, the zimmer cup has been used as a structural hip enhancer. X-rays and operative notes have been requested. No further information is available at present. Close to CAPA as per (B)(6), as the components have not been revised yet and no further information is available. Update - added an srom stem and srom stem sleeve, added additional surgeons x 2, added reasons for revision. Taken from claims(B)(6) suite dated (B)(6) 2015 - (B)(4). Reason(s) for revision: alval / soft tissue reaction / extensive osteolytic cavities. Additional surgeons : (B)(6).